Manufacturer narrative:
Concomitant medical products: 5086mri45 lead, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall. The right ventricular (rv) lead exhibited gradually increased thresholds. The right atrial (ra) lead exhibited intermittent undersensing. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.